Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The revision reported was likely the result of prosthesis wear of the tibial insert and patella secondary to potential contributions from instability that resulted in higher medial in-vivo loading and component rotational imbalance and/or flexion instability. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: concomitants: 02-010-01-0320 - lgc femoral ps cem right sz 2: (B)(6). 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t: (B)(6). 204-34-02 - fluted stem extension 25l x 14 mm: (B)(6). 204-70-00 - tibial stem ext. Screw: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 73 yo female patient, initial right knee implanted in (B)(6) 2018, underwent a revision procedure in (B)(6) 2025, approximately 6 years 9 months post the initial procedure. The surgeon performed a synovectomy surrounding the affected knee and found severe osteolysis present. The patella exhibited medial to lateral wear along the tracking path. The tibial insert had mild medial wear. Additional wear on the posterior post found. The femoral and tibial components were well fixed. The patella and psc insert were replaced with same size/type component. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return. They are being retained by the hospital for analysis. Device images were provided. No further information. This is 1 of 2 reports. See MDR# 1038671-2025-01864.